Manufacturer narrative:
Evaluation results: inherent risk of procedure (mi). (B)(4).

Event description:
The patient underwent the index procedure with the deployment of two endeavor sprint rx drug-eluting stents to the proximal lad. Residual stenosis was 0% with post timi flow 3. Approximately 10 months from the index procedure, the patient presented to the hospital with acute coronary syndrome. The event of acute coronary syndrome was considered an event that required hospitalization. In the investigator's opinion, the event of acute coronary syndrome was considered moderate in intensity and not related to the study device. A potential mi was reported to have occurred on the same day. (Ref MFR # 9612164-2012-00141 and 9612164-2012-00142).